Manufacturer narrative:
Exemption number e2019001. The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effect of mitral stenosis could not be determined. Although a conclusive cause for the reported patient effect of mitral stenosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). This is filed to report the mitral stenosis. It was reported that on (B)(6) 2018 the patient with severe grade mitral regurgitation (mr) underwent the mitraclip procedure. One mitraclip was implanted reducing the mr to moderate grade and the mean mitral pressure gradient was 4 to 5 mm hg. On (B)(6) 2018 the echocardiogram found the mr remained moderate grade, but the mean mitral gradient had increased to 12 mm hg. Subsequent echocardiogram on (B)(6) 2018 showed a mean gradient of 7 mm hg and then on (B)(6) 2019 the mean gradient was 8.9 mm hg. In each of the echocardiograms, the mitraclip was stable. There was no treatment for the mean gradient pressure. No additional information was provided.